Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during the implant procedure, after implanting the atrial and ventricular lead and just before connecting the pacemaker, the patient had a sudden loss of consciousness. The patient¿s blood pressure and heart rate were normal, but patient could not wake up. The doctor noted the patient had an acute cerebral infarction and immediately terminated pacemaker implantation and rescued the patient. The leads remain in use. No further patient complications have been reported as a result of this event.